Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry experienced a dislocation on (B)(6) 2024. It was reported that the patient was driving, and the arm just slipped out and went into an awkward position. The patient popped it back into place when the arm was resting on the passenger side door on the way to the emergency room. The patient reported that the pain went away immediately that same day. The patient had a univers revers apex system implanted on (B)(6) 2023. This event was initially indicated as probably related to the univers revers apex devices. Additional information received on 10/30/2024: the patient's shoulder was not formally treated as it was popped back in place while in the car. No revision surgery has been scheduled. The part number for the univers revers apex system remains unknown.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.